Event description:
Complaint (B)(4). Patient reported to the specialty pharmacy on (B)(6) 2022 that due to two occurrences of leaking cassettes the patient ran out of cassettes; the patient was instructed by the pharmacist to seek medical attention to continue remodulin therapy. This information was reported to millyard advanced medical products llc on (B)(6) 2021. No components associated with the event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury this issue is being reported out of an abundance of caution.